Event description:
The nasal cannula connection to the regulator became disconnected from the flare fitting portion of the o2 regulator while in use. It was reported for 3 different incidents for the same device. This is the third of 3 reports for this complaint. Reference 1314417-2025-00002 for 1st incident and 1314417-2025-00003 for the 2nd incident.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): etco2. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 22 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "the nasal cannula connection to the regulator became disconnected from the flare fitting portion of the o2 regulator while in use" regarding part 301-5707f-se was not confirmed. The root cause was not determined but could possibly be a result of a misfit to o2 source. A risk assessment was performed and the ultimate risk was determined to be medium but does not require the initiation of a CAPA. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
The nasal cannula connection to the regulator became disconnected from the flare fitting portion of the o2 regulator while in use. It was reported for 3 different incidents for the same device. This is the third of 3 reports for this complaint. Reference 1314417-2025-00002 for 1st incident and 1314417-2025-00003 for the 2nd incident.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): etco2. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 22 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.